Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in two pieces. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Failure event observed during analysis. Final analysis found internal insulation abrasion breaching the right ventricular cable lumen at 7.8cm to 10.8cm from the distal tip.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range defibrillation impedance. The rv lead was explanted and replaced. The patient condition was stable.